Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an unapproved cartridge, handpiece and viscoelastic. The product history records for these products could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause may be related to a failure to follow the dfu. The account used an unapproved handpiece, cartridge and viscoelastic combination. Due to varying viscosity, the use of unapproved viscoelastics may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant procedures, scratches were noted on the lenses of six pts. The surgeon reported the scratch affected the final visual outcome for all pts. The surgeon reported that at the time of the implant procedures, an unapproved cartridge/handpiece combination and viscoelastic was used. The surgeon feels that "instructions on handling and loading of the lenses should solve this problem." Add'l info was received from the nurse who reported that this pt's best corrected vision was 20/70, two weeks postoperatively. Add'l info has been requested. There are six medical device reports associated with this event. This report is for the second pt.